Event description:
The customer reported that prior to use of the phacoemulsification machine they observed smoke coming from the unit. There was no pt involvement with this event.

Manufacturer narrative:
The amo field service engineer examined the equipment at the customer location and confirmed the burned component and replaced the rear panel connector board assembly. The field service engineer verified the system was within specification after the repair. No further info is available.